Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿robotic retromuscular (recurrent) parastomal hernia repair (r-pauli-repair) with synthetically reinforced biological mesh; technique, early experience, and short-term follow-up¿ the following complications were reported: one patient developed a large hematoma in the previous hernia cavity. The hematoma was without pain or functional loss, but was still conservatively treated without a re-operation. The patient developed ischemia and necrosis of the peristoma skin on post-operative day (pod) 6. The author attributed this to ¿this was probably due to extensive adhesiolysis within the hernia cavity to achieve full mobilization of the stoma, leading to devascularization of the skin.¿ the article captures 11 subjects ranging from age 57-77. One patient was re-operated on for a colonic stoma conduit behind the mesh. The mesh was tightened to the abdominal wall to prevent future events. The author of the article reported that there were no issue with the da vinci system and none of the documented complications were related or due to the da vinci system.

Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no davinci system or accessories log files or device history record are available. Citation: bloemendaal ala (2023) robotic retromuscular (recurrent) parastomal hernia repair (r-pauli-repair) with synthetically reinforced biological mesh; technique, early experience, and short-term follow-up. J. Abdom. Wall surg. 2:12059. Doi: 10.3389/jaws.2023.12059 .